Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that the device was not able to activate the pacing mode to treat a patient. The physician used another defibrillator to provide external pacing for an elderly patient with bradycardia. The user indicated that this was not an emergency situation and the patient involved did not experience an adverse impact.